Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the heartmate 3 lvas, serial number (B)(6), and the reported cardiogenic shock, ventricular tachycardia, cardiomyopathy, and patient outcome could not be conclusively determined through this investigation. It was reported per additional information from the vad coordinator on 11aug2021, the patient expired on (B)(6) 2021 due to cardiogenic shock, ventricular tachycardia, and alcohol-induced cardiomyopathy. The patient¿s outcome was not considered to be device-related and no product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the patient's death was reported to be cardiogenic shock, ventricular tachycardia, and alcohol-induced cardiomyopathy. It was not considered to be related to the lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.